Event description:
It was reported that the ilet displayed persistent alert 38 indicating a motor stall that was not resolved after priming and rewinding, with additional alerts for occlusion, insulin set expiration, and low insulin; the user attempted a full supply change and a device restart via the mobile app, and the alert persisted, prompting shipment of a replacement device. Symptoms included hyperglycemia, with both fingerstick and dexcom g6 readings indicating high glucose. Outcomes included the need for backup subcutaneous insulin therapy per care team guidance and temporary interruption of automated insulin delivery. Investigation included review of device alarms and remote troubleshooting, confirmation of alert recurrence after restart, and provision of steps to shut down the device and sync data prior to return. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.